Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that intermittent loss of right ventricular capture was observed on the right ventricular lead. Programming changes were made. The right ventricular lead was subsequently capped (B)(6) 2020. There were no patient consequences.